Event description:
It was reported that during a low anterior resection procedure, the device stapled initially then cut only, and staples didn't form properly. Another device was used and it worked properly. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.